Event description:
It was reported the patient developed an infection. As a result of the event the device system was explanted. The patient status at the time of this report was ¿alive ¿ no injury.¿ it was noted the infection type was unknown. A culture was taken from the device pocket but the organism cultured was not specified. Antibiotic treatment was necessary for this event. The patient had an infection present at the pocket and catheter track. The devices were completely explanted and the plan was to re-implant a new pump in a few weeks. The drug being delivered via the device system was gablofen. No outcome information was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. (B)(4).